Event description:
It was reported that the patient experienced a low blood glucose while sleeping and was alerted by ilet alarms; the libre 3+ showed a nadir of 55 mg/dl and a fingerstick measured 79 mg/dl, after which the patient treated with oral carbohydrates and glucose values trended upward; recent pump supply change occurred the prior night, with a rewind while connected, and no external insulin was taken; the medical device problem and device component were recorded as insufficient information. Symptoms included hypoglycemia with associated lethargy. Outcomes included an unexpected medical intervention in the form of oral glucose administration, with recovery and no further follow-up requested. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device component, and the medical device problem remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.